Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 355 mg/dl, compared with the sensor glucose reading of 64 mg/dl. The customer reported that after the sensor was in there was a lot of blood. The customer stated that she has noticed bent cannulas on previous sensors. The customer was advised that if there continued to be inaccuracies with the sensor to call for further assistance. Nothing was replaced or returned.